Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient fell on right side and subsequently fractured right hip 3 days post op.

Manufacturer narrative:
An event regarding a periprosthetic fracture and subsidence involving an accolade stem was reported. The event was confirmed following review of the available medical records by a clinical consultant. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: in this case, it was reported that the patient had sustained a fall and consequently acquired a pp-fracture. This represents an overload condition by external traumatic forces. The fall as such is a typically patient-related event that is beyond control of anyone. The fact that the fracture was not immediately recognized is far from rare. Fractures may take the initial shape of a ¿crack¿ in the proximal femur where most of the involved bone is shielded from view by the metal of the implanted device and with minimal dislocation of bony fragments does not always need to be painful or is ¿hidden¿ in the normal postoperative pain. Only subsidence is clearly visible if suspected or when fractured parts separate from the femur but such may take time. There is no evidence for any device-related malfunction in the current information neither would this be plausible given the patient fall as initiating event. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: a traumatic fall of the patient at 3-days post arthroplasty caused a periprosthetic fracture with subsequent subsidence of the stem requiring revision with fracture stabilization. If additional information and/or the device becomes available, this investigation will be reopened.

Event description:
Patient fell on right side and subsequently fractured right hip 3 days post op. Update : fracture was in the femoral region below lesser trochanter.